Event description:
One june 8, 2006 the lay user/pt contacted lifescan (france) alleging that she required assistance from her dr. Because the one touch ultra was displaying error 4. He technical service rep (tsr) was unsuccessful in contacting the pt for more info possibly due to an incorrect phone number. The following info was obtained at the initial call with the tsr. The pt stated that the meter has been displaying error 4 during attempted tests for the past 3-4 days prior to contacting lifescan. The technical service rep (tsr) verified that the test strips were in good condition and the correct testing technique was used. Although the pt could not test on her meter, she continued taking her metformin as prescribed, ate as usual, and had been feeling fine until june 7, 2006 morning. On june 7, 2006, the pt woke up with hypoglycemic symptoms (alternative cold and hot, sweaty, and very tired), which lasted all day. She attempted to use her meter while experiencing the symptoms but kept on getting the error message. The pt treated her hypoglycemic symptoms by eating a sugar lump in addition to her breakfast and had some orange juice at 4pm. The pt called her dr. In the evening and the dr. Asked her not to eat until he arrived. The dr arrived at 8pm and tested her on his meter, which read 74 mg/dl. He advised her to eat dinner and to eat something with sugar. The dr attempted to use the pts meter and the error message persisted. The dr also decreased the pts 1000 mg metformin twice daily to 500 mg metformin twice daily. Pt stated that at the time of the call with lifescan, she was feeling okay. The tsr walked the pt through troubleshooting and the issue was resolved with a new vial of test strips; this complaint is being reported because the pt was unable to test on her meter for few days due to the error message and possibly became hypoglycemic. The meter was replaced.

Manufacturer narrative:
A3 info was not provided. D4 (other #) is 1-av-1086. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.